Event description:
It was reported there were too many f6 fault codes. (Rf module communication with the controller processor has failed).

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in poor condition; there was scratches and discoloration. The unit delivered rf energy correctly into the fixed resistors. The harness between the ucb and the rf pcba was susceptible to electrical noise. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.